Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone14.4. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 450 mg/dl while wearing the pod on their back for longer than 48 hours. The patient¿s mother reported that the pink slide did move forward and the cannula was inserted into the infusion site on their back. Upon removal of the pod, the mother stated it did not appear normal, in the past the cannula had come out, but this was not like that, indicating the cannula retracted. The mother also reported there was slight redness at the infusion site.